Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct525 30.0 diopter intraocular lens (iol) was implanted on a female patient's left eye. However, at 1 week post-op the physician noticed the lens had rotated. The lens was originally placed at 115 degrees intra-op, and the access markers were observed at 160 degrees. The physician plans to reposition the lens at 115 degrees intra-op on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Additional information: the complaint reporter confirmed that the iol was successfully repositioned on (B)(6) 2017 and the patient is doing well. The following have been updated accordingly: required intervention to prevent permanent impairment/injury patient code: (B)(4) - reposition of intraocular lens in a secondary procedure. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.